Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. There was tissue on the helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged several times. The lead was removed. Upon explant, tissue was noted in the helix. No patient complications have been reported as a result of this event.